Event description:
It was reported that one day after insertion of the iab, blood was seen in the helium tubing and the pump experienced high baseline alarms. The iab was removed without any complications.